Manufacturer narrative:
Of note: this product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that a request was made to have data from this pacemaker analyzed as the estimated remaining battery longevity decreased from 2.5 years remaining to 4 months remaining over the course of one year. To date, technical services (ts) has not performed an analysis as they are awaiting data to be sent. No adverse patient effects were reported. This product remains in service. Additional information: the patient presented to an outpatient clinic, and their device was found to be in safety mode operation and was unable to be interrogated. Subsequently, a revision procedure was performed, and this pacemaker was surgically explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. Device return is expected.

Manufacturer narrative:
Of note: this product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that a request was made to have data from this pacemaker analyzed as the estimated remaining battery longevity decreased from 2.5 years remaining to 4 months remaining over the course of one year. To date, technical services (ts) has not performed an analysis as they are awaiting data to be sent. No adverse patient effects were reported. This product remains in service.